Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and the pump screen cracked. There was no impact to customer's blood glucose level. Reportedly, the pump was not functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.